Manufacturer narrative:
Pump booted up properly once installing aa battery, no frozen screen was noted. Pump error 53 alarmed during the displacement test. Was still capable of perform displacement test. Unable to perform rewind test, prime/seating test, basic occlusion test, and force sensor test due to appearance of pump error 53. The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap and reservoir lock properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Found pump error 53 alarms in the pump history files and traces on the event date of (B)(6)2026 at 01:53:01.000 to 07:00:45.000 due to a possible hardware failure (file #: 16, line #: 450, esf #: n/a). Pump alarmed 8 pump error 54 alarms on the event date of (B)(6)2026 at 01:53:01.000 to 07:50:19.000. Pump alarmed a pump error 3 alarm on the event date of (B)(6)2026 at 07:50:19.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, broken belt clip rails, cracked case (battery tube), pillowing keypad overlay, corroded battery tube, and battery cap contact missing. Frozen screen was not confirmed during testing. Pump error 53 (file #: 16, line #: 450, esf #: n/a) was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Pump error 3 and pump error 54 was confirmed in the pump history files and traces as a consequence of pump error 53. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer alleged pump error 53 (software error detected) and pump had a frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for display issues and frozen display continued after resting pump for 2 hours and replacing battery. Troubleshooting was also performed for a pump alarm. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1880 will be returned for analysis.